Manufacturer narrative:
Occupation: other, senior counsel, litigation. Description of problem or event: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of blood clots. The indication for the filter was reported to have been for the prophylaxis for further blood clot prevention prior to a planned surgery. The filter was implanted via the right femoral vein along the long axis of the inferior vena cava (ivc) and below the renal veins. Approximately eight years and eight months after the implantation, the patient underwent a computerized tomography (CT) scan that revealed that the filter had tilted to the right. A filter strut was noted to have extended posteriorly by 5mm beyond the wall of the ivc and abutting the anterior aspect of the right psoas. The study further noted a 3.5cm low attenuation fluid-like structure just below the filter and abutting the ivc possibly consistent with seroma. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported possible seroma experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter and perforation of the filter strut(s) outside the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The medical records indicate that the patient has a history of blood clots. The device was placed prophylactically for blood clot prevention. The filter was deployed via the patient's right femoral vein. It was deployed along the long axis of the inferior vena cava (ivc) in a satisfactory position. The results of computed tomography (CT) scans done approximately eight years and eight months after the index procedure indicate that the filter is tilted to the right. A filter strut extends approximately 5 mm posteriorly beyond the wall of the ivc and abuts the anterior aspect of the right psoas. There is a low attenuation fluid like structure just below the filter abutting the ivc, measuring 3.5 cm. The nature of this is not certain, seroma is a possibility and further evaluation was recommended. Other incidental findings include extensive asbestos pleural disease, bilateral gynecomastia, renal cysts (up to 7 cm), liver cyst (3.5 cm, left lobe, adjacent to the gallbladder), compression fracture of l1 on l2 vertebral bodies and thickening of the distal esophagus.   The patient profile form (ppf) states that the patient experienced tilting of the filter and perforation of the filter strut(s) outside the inferior vena cava.